Event description:
It was reported that, when the patient was in for a refill, the healthcare professionals (hcp) were draining what ¿they thought to be a seroma¿. It was noted that the patient had been difficult to refill as the pump tended to be ¿very mobile¿. After draining 55ml, the procedure was stopped because the ¿needle got sloppy¿ and the hcp was concerned that they might have been withdrawing from the side-port. The pump was accessed under fluoroscopy to do the refill and 5ml of drug was withdrawn, though 4.5ml were expected. It was stated that the patient was fine, but she was cold. The device system had been used to deliver lioresal. Ten days later, it was reported that the cause of the event was the seroma being aspirated. It was indicated that the event was not due to the pump, catheter, programming, or a drug effect. The patient was watched for more than four hours and her vital signs were monitored. The patient did not exhibit any symptoms of withdrawal or an overdose. It was stated that the patient hadn¿t had a headache (¿h/a¿), but had felt cold after lying still for 1-2 hours. The patient was given blankets and a sweatshirt and warmed her temperature up within normal limits. It was also reported that the side-port had been accessed, but there was an inability to aspirate. There was no hospitalization required and the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n161276, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).